Manufacturer narrative:
Results - the evaluation results found that there was a gap in the device component, however there is no appropriate code available for use. The actual samples were returned for evaluation and testing. Visual inspection of each sheath, including the distal segment of the dilator, showed there were no anomalies or damage which could have caused the reported leak. The sheaths were then pressure tested and the results confirmed there was a leak. Further magnified inspection showed that there was a gap between the cross-cut valve and the guidewire in it. The sheaths were disassembled and the cross-cut valve was closely inspected under magnification. The results showed there was a flaw off center the slit penetrating through the back side. It is likely that the actual samples' hemostatic performance was compromised because of this flaw. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the evaluation results suggest that the leak occurred from the involved dilator hitting off-center on the cross-cut valve with its dilator tip when the two devices were combined with each other. Device labeling does address the potential for such an event in the cautions section of the instructions-for-use by statements such as "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported leakage from two (2) 5fr radifocus introducer ii f5's (same lot number and same occurrence) during femoral artery access for a selective internal radiation therapy (sirt) procedure. The following information was provided by the user facility: there were no problems placing both introducer sheaths, however upon insertion of the terumo yashiro 5fr diagnostic catheter, excessive leakage from the homeostatic port occurred both times; on the third attempt, a j&j cordis avanti 5fr was used to replace the second introducer sheath; the terumo yashiro 5fr was inserted into the third introducer sheath with no problems or leakage; the procedure was completed successfully and reportedly there was no harm to the patient.